Event description:
Customer reported an alarm 2 due to an occlusion event occurring earlier in the day. There was no reported adverse impact to the customer's blood glucose level. The customer acknowledged the alarm, resumed insulin using their existing supplies, and no additional assistance was necessary as there were no recurring issues with the infusion set. Technical support closed the case.